Manufacturer narrative:
Other applicable components are: product ID: a521, serial# unknown, product type: software. Product ID: 3889, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. The patient reported their symptom control had been perfect the night prior, but when they woke up the morning of the report they noticed that where the lead had been inserted was bleeding. The patient said they weren't feeling stimulation and without instruction they increased stimulation from 2.0 to 3.2 and said they felt stimulation in their back, not in their bike seat area like they had the day prior. The patient thought the lead may have moved when they were rolling around in bed while sleeping. The patient was going to call their healthcare provider's office for assistance. No further complications were reported or anticipated.